Manufacturer narrative:
Additional review found that information reported in manufacturer¿s report 3007566237-2013-03972 was previously reported in manufacturer¿s report 3007566237-2013-03977. Any further information received will be reported in 3007566237-2013-03977.

Event description:
It was reported that patient had been in a car accident on (B)(6) 2013, and after that they had ¿really bad stimulation¿ in their tailbone. Patient had followed up with neurosurgeon who said ¿something went haywire¿, and decided to replace patient¿s battery.

Manufacturer narrative:
Product ID: 3425, serial# (B)(4), product type: transmitter. Product ID: 3888-28, lot# l33054, product type: lead. Product ID: 7495, serial# unknown, product type: extension. (B)(4).